Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the female luer connection on the purge line was leaking. There was no patient involvement as this occurred during prime. Surgery was completed successfully. Product was changed out.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint. The female luer connection on the purge line did have a crack. Most probable cause is damage during shipping and handling, post manufacturing. Also, subcomponent assemblies are all leak tested in manufacturing prior to leaving the facility. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.